Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 1627487-2019-08901, and 1627487-2019-08902. It was reported that the patient was not getting adequate therapy. The patient has been reprogrammed multiple times without success. As a result, surgical intervention may occur.

Event description:
It was reported that the system was explanted on (B)(6) 2019.